Event description:
The hospital reported that at the beginning of an endoscopic vein harvesting procedure, the btt (blunt tip trocar) short port black valve came loose and extended out of the stem halfway. They obtained an accessory kit and completed the case. There were no patient effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)